Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reported ¿no image¿ issue could not be reproduced or confirmed. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter, confirming that this event took place during preparation for the first procedure of the day. The customer also confirmed the event date as 12dec2022.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not displaying an image. According to the initial reporter, the endoscope was still recognized by the imager, but still no image was present. Reportedly, there were no error codes displayed. This event occurred during procedure preparation and there was no patient harm reported as a result of this event.